Event description:
The end user reported that he was ambulating and began to lose his balance. He reached for the rollator that was nearby and it moved. He fell and was diagnosed with a compression fraction of a vertebrae in his lower back.

Manufacturer narrative:
The end user applied the brakes of his rollator and was walking in another direction from the device. When he began to lose his balance, he reached for the rollator and it moved. He fell and suffered a compression fracture of his lower back. The sample was returned and evaluated. The right brake was not adjusted correctly. Once adjusted, it was fully operational and functional. No mfg defect was identified. The owner's manual states that the brakes should be checked before each use. When the incident occurred, the end user was not ambulating with the rollator. The rollator did not cause him to fall. However, due to the reported injury, and in an abundance of caution, this medwatch is being filed.